Event description:
Sterile surgical gloves tear at cuff when attempting to don in surgical procedure, increasing risk in breach of asepsis and risk of foreign body to surgical field. Diagnosis or reason for use: sterile surgical glove required for procedure.